Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had just been reprogrammed and that roughly around the end of august they felt a jolt that wasn't in the area where they would typically feel the stimulation. The patient stated it had been on the right side, and further clarified the location: "if you draw a straight line and a cross like 4 quadrants," it was on the upper right side of their stomach. The patient stated they felt another jolt roughly two weeks ago, so they lowered the stimulation and they felt the usual fluttering tingling of the stimulation in their bike-seat and it was comfortable. The patient stated the jolts had been random and they hadn't been doing anything to cause them. The patient stated they'd called their health care provider (hcp) about it, and they told the patient to call medtronic to ask about it. Patient services reviewed stimulation expectations with the patient and redirected the patient to their managing hcp to further address the issue. The caller stated they were going to monitor their symptoms now that a change had been made but that they would reach out to their healthcare provider if they experienced any further jolts or if they had questions or concerns.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what the cause of the jolts was the patient stated that they were uncertain. When asked what step were or would be taken they stated that they lowered the setting and tried changing by decreasing the therapy program on (B)(6) 2023. They provided dates for when they felt the jolts outside of the bicycle seat region: (B)(6). When asked if this had been resolved they stated that no it had not yet been resolved and no further action would be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.